Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was blurry. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure "poor quality image".

Event description:
The hospital reported that during sterilization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope lens was blurry. The hospital did not report any patient effects.